Manufacturer narrative:
Follow-up #1 date of submission 08/26/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/31/2013 with the following findings:the pump was exercised for 24 hours on a 1.0unit/hour basal programmed, with no unprogrammed primes occurring during testing. A normal 10unit bolus and a 10unit audio bolus were successfully performed and both were accurately recorded in the pump history. The keypad buttons were tested and no hypersensitivity was found. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The complaint could not be duplicated on investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings issue. The reporter noted two recordings in the prime history on 5/15 at 12:06a, for 0.0 units and 2.9 units; the reporter denied priming the pump at that time. The reporter stated at the time of the event, the patient was off the pump and no one could have primed it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.